Event description:
A malfunction alarm was reported, identified by a malfunction code of malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to report any further malfunctions.